Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. All device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an explanted intraocular lens that felt uncomfortable with distance vision in the left eye of a patient and wrong lens choice by system due to unanticipated myopic results indicated that no lens was the cause of the problem after surgery.